Event description:
It was reported that the rim of the connection point on top of the pacing box of the external pulse generator was missing, making it impossible to connect the wire. The generator was returned for service and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis did confirm the customer comment that the ventricular output connector was broken. Analysis also found that both bail covers were broken and that the keyboard was scratched.